Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was asked but not provided. If explanted; give date: not applicable as the iol remains implanted. The device was not returned for analysis as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded inserter started to break at intraocular lens (iol) implantation and the tip was cracked/deformed. The iol was fully inserted into the patient's ocular dexter (right eye). Outcome did not significantly interferes with patient's activities of daily life. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 12-may-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod advanced. The cartridge tip could also be observed to be bent, in a way consistent with a handpiece that was dropped. No further issues could be observed with the handpiece. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.